Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the pump was reset resolving the issue. Customer resumed insulin delivery. There was no adverse impact to the customer's blood glucose level.